Event description:
It was reported that the handpiece did not work. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was returned with a loose mount. The hand piece was tested on a generator and was found to be functional. However, its no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.